Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level over 400 mg/dl with high ketones. The customer was treated with intravenous saline, insulin, and dextrose. The customer was released from the ICU on (B)(6) 2023 with no permanent damage. Reportedly, the cause of the reported issue was due to the pump unable to be charged with the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.